Event description:
It was reported that the patient's pacemaker exhibited loss of pacing output due to premature battery depletion and had no magnet response. Therefore, the device was explanted and replaced on (B)(6) 2022. The patient condition was stable.

Event description:
It was reported that the patient experienced bradycardia and presented with their pacemaker exhibiting loss of pacing due to premature battery depletion and had no magnet response. Therefore, the device was explanted and replaced on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
The reported events of premature battery depletion, inability to interrogate, and no pacing were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.